Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. As the customer samples received were contaminated, no further evaluation was conducted, and therefore the customer¿s indicated failure mode of adapter separation with the incident lot could not be observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. (B)(4).

Event description:
It was reported that the adapter of a 21 g x 0.75" bd vacutainer ultratouch push button blood collection set came off. There was no report of injury or medical interventions.